Event description:
It was reported to intuvie that, during preventive maintenance (pm) conducted at (B)(4), the infusion pump¿s 30 psi value was adjusted from 302 to 272. No patient involvement was reported.

Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed, and the probable cause was determined to be the device being out of calibration. CAPA-15 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified during servicing performed by a third-party service provider. Reference to complaint (B)(4).